Event description:
Implant surgery in 11/89. Records now lost or destroyed. Symptoms in order of occurrence: severe headaches, swollen glands, flu like symptoms (constant aches) 10/92, memory loss (short term), severe pain in both legs and feet (stinging, burning), severe ache (myelitis diagnosis), possible ms, inability to sleep, irritable bowel, pms, swelling, trouble verbalizing words, hair loss, severe memory loss, depression (suicidal) and explantation surgery (12/93). F/u info per call from rptr 2/18/94: pathology report read that the right implant was toxic and contaminated. The gel was mfg by another co.